Event description:
It was reported that on (B)(6) 2026, a 25 mm amplatzer amulet was chosen for implant using an 14f amulet delivery system. Closure of the laao was initiated following a transseptal puncture performed at an inferior/mid-posterior location, after confirmation that the left atrial pressure was above 12 mmhg prior to proceeding with device placement. Heparin (6,000 units) was administered once the septum was crossed, with activated clotting time maintained above 250 seconds throughout the procedure. During the first positioning attempt, the device appeared tilted, so it was withdrawn into the ball and the sheath was repositioned to achieve a more central orientation to the appendage orifice. The device was then rapidly withdrawn back into the sheath and quickly redeployed. At that time, there was no evidence of pericardial effusion. Following this deployment, all close criteria were assessed in accordance with the IFU, and the device was released successfully with no leak evident; the device appeared slightly overcompressed, however no concerns were expressed by the clinicians. A brief episode of atrial fibrillation/flutter was observed following release of the device from the delivery wire, and the device position and cardiac status were monitored with echocardiography until this resolved after approximately 1¿3 minutes, with return to normal sinus rhythm and no further concern. The echocardiography probe was then removed and the case was considered complete. Upon completion, the patient was slow to rouse from conscious sedation, at which time blood pressure was noted to have decreased. A transthoracic echocardiogram was promptly performed, identifying a small pericardial effusion located at the apex of the heart, with no effusion present prior to the procedure. The effusion was not localized to the left atrial appendage or atrial septum and was accessed via an apical approach. Protamine was administered to reverse heparin, and continued tte monitoring was performed for approximately 10¿15 minutes, during which the effusion was observed to slowly increase in size. The clinical team elected to insert a pericardial drain into the apical sac, and approximately 250¿300 ml of fluid was removed in 50 ml increments, resulting in improvement of blood pressure and return of vital signs to normal parameters. The decision to drain was made to reduce the risk of progression to cardiac tamponade; cardiac tamponade was not formally diagnosed. The pericardial drain was left in situ and sutured in place in case further drainage was required, and the patient was transferred to the high dependency unit for postoperative monitoring and care for 24 hours. The amulet device remained in situ. It was considered possible by the user that the pericardial effusion may have occurred during device repositioning, when the device was pulled back against resistance and then rapidly advanced; no definitive device-related cause was confirmed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.